Event description:
Following a series of MRI cervical/lumbar/thoracic spine and hip scans of a 20 y/o female pt, 3 skin blisters were observed on the pt's chest where 3 of the 4 ECG electrodes were positioned. One of the 4 ECG electrodes had become detached from the pt's skin, and no skin blister was evident at this site. The total scan time was approx 2:45 hours, and the pt was reported as having sweaty skin when removed from the MRI bore. The pt was anesthetized during the scans. The pt's burns were treated with skin ointment before leaving the hospital. It is unk if any ECG cable loops were evident during the scans. Midway through the scanning period, the pt was moved the switch MRI coils, and at this time no evidence of skin blisters was observed, and all 4 ECG electrodes were still attached to the pt's skin. It is unk if the pt was in contact with the MRI bore wall during any of the scans, which increases the risk of burns. The exact position of the 3 skin blisters was not described, but is probably on the anterior portion of the pt's chest. The pt was described as being autistic and having down's syndrome. Subsequent to the release of the pt from the hospital, the pt unknowingly aggravated the skin blisters by "picking" at the healing blisters, and lengthened the period of healing, which is still ongoing.